Manufacturer narrative:
Evaluation results: shelf life exceeded; failure to follow instruction - stent implanted post expiration date. No results available since no evaluation performed - device not returned. Evaluation conclusion: failure to follow instructions - stent implanted post expiration date. No device failure; user error contributed to event - stent implanted post expiration date. (B)(4).

Event description:
It was reported that after a stenting procedure using the assurant cobalt device, it was noted the device had expired two months before use.